Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the sub, drawer, 3.2 cage completely wrapped around and slide rails failed for main half height, drawer 3.2. A field service engineer (fse) replaced the slide rail as the rails were failed and the bearing cage wrapped around, configured in hardware test application mode and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 3.2 was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 3.2 was broken. As per part investigation, it was determined that bottom drawer with damaged slide bearing cage, right side drawer with missing slide bearing cage and bottom drawer left slide with damage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Part analysis: the report of the broke drawer completely pulling out was confirmed by fse. According to work order (B)(4) the fse reported that drawer hh 3.2 cage completely wrapped around, and slide rails failed. Replace rails and configure in hta. Perform final test successfully. Laboratory inspection did not find visible damage. However, the divider shroud was observed packaged outside the drawer assembly. During laboratory testing bottom drawer was observed to contain a slide bearing cage, cubie tray, and inner side panels inside. Additionally, the right-side slide rail was missing its slide bearing cage. No further testing was performed due to the problem having been found. Internal inspection confirmed the bottom drawer slide to be missing to the inner slide. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the broke drawer completely pulling out is being attributed to a migrated slide ball bearing cage.